Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. No unexpected motor noise noted during testing. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the alarm history. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion test due to the motor error alarms. The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor position encoder error alarm and motor error alarm. The customer's blood glucose was 546 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.